Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation that "the image is not displayed" was not confirmed. Additionally, during the evaluation, damage to the printed circuit board was found. Based on the results of the investigation, a definitive root cause for the event "the image is not displayed" could not be identified. Additionally, it is likely that the damage to the printed circuit board occurred due to flooding inside the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the xenon light source experienced image interference. An e315 incompatible scope error and no image on the monitor. The issue occurred, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.